Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The surgeon used ped-400-25 to treat wide-necked intracranial aneurysms. It was expected to be deployed near the posterior communication at the end of the internal carotid artery. After the distal end was opened, it was found that the middle section was located at the siphon bend and did not open smoothly. After the surgeon adjusted the tension operation, it still could not be opened. The surgeon then retrieved the system and deployed the stent again. After repeated tension increase and decrease and retrieve operations at the siphon bend, it still could not be opened. The surgeon repushed the system to go upper to the brain, opened the tip end of the stent, and pulled it back to anchor it near the posterior communication. The middle section of the stent still could not be opened when it passed the siphon bend. Suspected kinking occurred, the surgeon removed the system and replaced the stent, which opened smoothly and the operation ended successfully. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. Additional steps or other devices required to open the pipeline included wire/catheter. The pipeline was removed from the patient. The stent and the delivery catheter were removed integrally. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 9.88 mm and a 6.85 mm neck diameter. The landing zone was 2.98 mm distally and 4.15 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure were significant blood flow guidance effect.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open middle¿ was not confirmed as the braid's middle was found open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.